Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and returned; the rest of the fiber did not return; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with 298,096 joules used and 32:13 minutes expended, the ¿fiber cap rotated on its axis, and eventually cap came off¿. It was noted that the ¿cap did not fall inside patient". The fiber cap was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber (29,782 joules used). Patient outcome: no injury to patient reported.